Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient's relative (the reporter) contacted lifescan (lfs) USA, alleging that the patient's lfs meter (unknown brand) read inaccurate. The complaint was classified based on the customer service representative (csr) documentation. The reporter was unable to confirm when the alleged meter inaccuracy began. No additional details regarding the inaccuracy were provided. The reporter informed the csr that the patient manages his diabetes with oral medication, diet and exercise and claimed the patient took action of consuming more food and drink on (B)(6) 2015 in response to the alleged issue. The reporter claimed the patient developed symptoms of "shivering, sweating and was confused" 25 minutes after the alleged issue began. No additional treatment was specified. At the time of troubleshooting, the csr noted that the reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.